Manufacturer narrative:
(B)(4).

Event description:
It was reported that hair was found inside device kit. An accustick ii introducer sheath was selected for use. During unpacking, it was noticed that hair was inside the kit of the device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for evaluation. Visual inspection did not show any issue. The accustik device was received in another sealed pouch and it has a hair inside of the sealed pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that hair was found inside device kit. An accustick ii introducer sheath was selected for use. During unpacking, it was noticed that hair was inside the kit of the device. No patient complications were reported.